Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, poor image quality was confirmed. The site rite prevue was visually inspected upon receipt and was found to be in good physical condition but does not function properly. The prevue¿s logs were checked and although there were no 201 errors, there was an ec105 beamformer error. The ultrasound image is grainy/has interference. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
The ultrasound image is grainy/has interference.